Manufacturer narrative:
Radio frequency piic failed self-test alarm noted during self-test due to faulty radio frequency board. The pump passed unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The pump was received with cracked reservoir tube lip and minor scratched display window. The pump was received with cracked case at display window corner.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for radio frequency pic failed self-test. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.